Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a damaged dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the customer forget the code for the pump function. The device software was reloaded with the base code. The dso seal, and the lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a ¿problem code unlock¿. There was unknown patient involvement.